Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/01/2013 with the following findings:a review of the pump history showed multiple time and date resets following pump reboots. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The pump was exercised for 24 hours after setting the time and date. The battery was removed from the pump for 8 hours to test the internal clock battery. The battery was placed back into the pump and the time and date had reset to the default time and date. The pump was opened and the internal clock battery was found to be leaking. Unrelated to the complaint, evaluation revealed that the keypad cover was torn over the down arrow button. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no damage or contamination was found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter noted the time/date were incorrect in the alarm history. The reporter stated the parent does not verify the time and date on battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.